Event description:
It was reported that technical services (ts) was contacted for further review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) due to concerns of drop in pacing and shock impedances on the right ventricular (rv) and left ventricular (lv) leads. It was noted that the lv and rv leads are non-(B)(6) leads. Ts reviewed the stored daily threshold and impedance measurements trends and confirmed the pacing and shock impedances appeared to be trending downwards on both leads, however measurements were still within normal limits. Ts also observed a slight increase in pacing thresholds on both leads. Ts recommended in person visit to be scheduled for further evaluation. At this time, the non-(B)(6) rv and lv leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 4582. Device codes: 2950, 3266. Ref report: mw5181167.